Event description:
It was reported that fourteen days post port placement procedure, the catheter was allegedly broken. It was further reported that the distal catheter segment was migrated to heart. Reportedly, the migrated distal catheter segment was removed using the snare. The patient was reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Gross visual, microscopic, tactile and functional evaluation were performed. The catheter returned measured approximately 13.0cm in length. A complete circumferential break was found on the proximal end of the catheter, and the surface was noted to be granular. Therefore, investigation is confirmed for the reported fracture ana material separation issue. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fourteen days post port placement, the catheter was allegedly broken. It was further reported that the distal catheter segment was migrated to the heart. Reportedly, the migrated distal catheter segment was removed using the snare. The patient was reported to be stable.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device pending return.